Event description:
Additional information was received from the manufacturer representative (rep). The implant date of the ins was provided, and it was reported that the status of the surgical intervention was unknown. As of (B)(6) 2025, the patient was waiting for the surgery schedule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (lot: 0212035923); product type: 0200-lead; implant date (B)(6) 2017 brand name vectris surescan; product ID 977a290 (lot: 0212029216); product type: 0200-lead; implant date (B)(6) 2017 g2: the country of origin is thailand. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative was inquiring regarding revising a system to change the position of the leads. The patient felt an increased pain area that the stimulation did not cover. They had been reprogrammed several times before, but it still wasn't covering the pain area. The patient was now waiting for the surgery to be scheduled. It was noted that the patient's ins was at its end of service; when asked if the ins battery depletion was normal/expected, the representative reported that it was a normal case.

Event description:
Additional information was received. The notified date was confirmed to be (B)(6)2024, which is when the rep was notified from the hcp. Cause of the pain increase was unknown. Surgical date has not been scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# 0212035923 serial# implanted: (B)(6)2017 product type lead product ID 977a290 lot# 0212029216 serial# implanted: (B)(6)2017product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.